Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Clinic notes were received indicating that the vns patient¿s device showed high impedance during an office visit on (B)(6) 2014. The device was last checked at the end of (B)(6) 2014. The patient did not experience any recent falls but noted that he was unable to perceive stimulation on-times lately. The patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.